Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2009. They underwent right knee revision on (B)(6) 2022, approximately 12 years 2 months post primary procedure. The patient claims to have suffered the following injuries and complications as a result of this exactech device: pain and discomfort; swelling; gait impairment; poor balance; and other injuries presently diagnosed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, patient conditions and/or due to inclusion of the polyethylene in the packaging recall. Additionally, the revised components were implanted for over 10 years prior to revision. However, the reported prosthesis wear and fracture could not be confirmed and potential contributions of manufacturing or user-related considerations to the event could not be assessed as the devices were not available for evaluation and no images or radiographs were provided.